Event description:
(B)(4). Same case as 2134265-2008-03652 and 2134265-2010-00462. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection and side branch occlusion occurred. The target lesion was a b2 bifurcated lesion in the proximal left anterior descending (lad) artery. The reference vessel diameter was 3.0mm. The lesion length was 18mm with a 60% stenosis and timi 3 flow. Severe calcification was present. Pre-dilatation was performed with a 3.0mm x 12mm maverick balloon. A 3.0 x 24mm taxus liberte stent was implanted at 12 atmoshperes. Balloon withdrawal resistance was experienced. Post dilatation was performed with a 3.0mm x 12mm quantum maverick balloon at 22 atmospheres. Two additional taxus liberte stents were implanted, a 2.5mm x 8mm and a 2.75mm x 12mm. Angiography revealed a grade a dissection and side branch occlusion. Final timi 3 flow was evident with 0% residual stenosis. No peri-procedural events were reported. The patient was discharged on aspirin and clopidogrel. Six and twelve month follow up found the patient alive, continuing to take aspirin and clopidogrel without complaint of events since prior contact.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.